Manufacturer narrative:
During power-on test, the c-34 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The generator will be returned to the original equipment manufacturer. The root cause is attributed to electrical errors on the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a nurse called in to inform that the vio dv integrated electrosurgical unit (iesu) was giving repeated error c-34 when firing monopolar. Prior to calling technical support, they restarted the generator several times and replaced the monopolar cautery cable without success. Several error c-34 was found in log. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified if there was a source of magnetic interference close by as this could be caused by other esus, but the customer confirmed no. The tse then verified if the erbe generator had its dedicated power socket, but she could not clarify due to there were many cables connected to a power strip. The customer stated these cables were connected from the beginning and nobody had made any changes. The tse guided her to disconnect the power cord from erbe, to wait 1 minute and to restart erbe, but the issue persisted. The tse checked if they had a spare vio dv generator or a forcetriad, but they did not have. The surgeon elected to continue using e-100 and requested the field engineer follow up to address the issue. The procedure was completed as planned with the e-100. No known impact or patient consequence was reported.